Manufacturer narrative:
The unit was received with no button response due to a corroded keypad. Analysis was unable to test operating currents and unable to verify the low reservoir alarm due to no button response. The unit had a minor scratched display window, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer called in to report a low reservoir alarm and a keypad anomaly. The customer did not recall any significant events leading to the alarm. The customer's blood glucose level was unknown. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.